Manufacturer narrative:
A sample from the patient was provided for investigation. Investigations have determined that the sample contains an interferent to components used in the ft3 and ft4 assays. This limitation is covered in product labeling.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4). Medwatch field facility name - the full facility name was provided as (B)(4).

Event description:
The customer stated that they received erroneous results for two samples from the same patient tested for the elecsys ft3 iii (ft3) and the elecsys ft4 ii assay (ft4) on a cobas 8000 e 602 module. The results were said the be outside of the respective reference ranges for the roche assays, but were normal when tested with the same methods on an abbott analyzer. No erroneous results were reported outside of the laboratory. The patient does not have any symptoms of thyroid disease. This medwatch will cover ft3 reagent lot number 152267. Please refer to the medwatch with a1 patient identifier (B)(6) for information related to ft3 reagent lot number 179026, refer to the medwatch with a1 patient identifier (B)(6) for information related to ft4 reagent lot number 158223, and refer to the medwatch with a1 patient identifier (B)(4) for information related to ft4 reagent lot number 180429. Please refer to the attachment for all patient data. The sample from (B)(6) 2016 was tested with ft3 reagent lot 152267 and ft4 reagent lot 158223. The sample from (B)(6) 2017 was tested with ft3 reagent lot 179026 and ft4 reagent lot 180429. The patient was not adversely affected. The e602 analyzer serial number was asked for, but not provided.